Event description:
It was reported that the cartridge broke inside the ilet pump chamber and could not be removed, and a replacement device was arranged after unsuccessful at-home removal with pliers per troubleshooting guidance. Customer care provided support that included customer troubleshooting recommendation. Investigation of this case revealed a mechanical cartridge issue within the pump cartridge/chamber interface consistent with a component breakage that prevented removal. No clinical symptoms associated with the event. Outcomes included no reported injury or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge.